Event description:
While using the harmonic ace curved shears during a robotic case, the tip of the shears burnt off and fell into the pt. Item retrieved and product removed from pt. No harm noted to pt.